Manufacturer narrative:
Pump was received with missing segments and partial display due to cracked and bleeding on lcd glass. No blank display noted during testing. Unable to perform functional test including displacement, rewind, basic occlusion, occlusion, prime, system sensor or excessive no delivery test due to display anomaly. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call of hospitalization for high blood glucose of 500mg/dl and diabetic ketoacidosis. The customer indicated that the pump is over delivering insulin and the display screen is blurry. Customer indicated that there were a lot of air bubbles in the tubing yesterday but she changed the set and the pump was able to prime. Troubleshooting was declined by the customer as they only want a replacement pump due to the blurry display screen. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.